Manufacturer narrative:
A partial sample (cut drain line tubing) was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. Sample did not meet specification for the reported issue. The cause of the reported leak occurrence was determined to be damaged tubing (patient line tubing to the connector) which was identified during visual/functional inspection. The reported condition was verified. An assignable cause was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked. This event occurred during patient infusion. There were no alarms. The customer reported that there were really small holes in the patient line. The customer stopped therapy, disconnected, took cassette out, and threw it away. The customer started over with new supplies. The patient is currently on antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.